Event description:
It was reported that the notch on the bowl part of the single site curved cannula was loose and moves freely. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The accessory was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the cannula tube was able to move with respect to the bowl feature. The weld that joins the tube and bowl is cracked around the circumference. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the weld defect damage found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.